Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information provided, ¿customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces. Neither surgical delay nor adverse patient consequences reported.¿ the product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the tip of the cor/tri ant stem insert shaft is broken. Fragment was not returned for evaluation. The fracture is consistent with cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. Previous investigations based on failure analysis through complaint data, identified that exposure to high-cycle impact loading, particularly when combined with slightly off-center and/or irregular impact patterns, can induce cyclic bending stresses on the inserter tip. These conditions may significantly accelerate the propagation of fatigue cracks, ultimately leading to the mechanical failure of the impactor tip. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4) pcs total manufactured. 2) date of manufacture: 11/22/2023. 3) any anomalies or deviations identified in DHR: one quality hold was found, however is not related with the reported condition. 4) expiry date: n/a. 5) IFU reference: 090200836, rev j. Device history review ==> 1) quantity manufactured: (B)(4) pcs total manufactured 2) date of manufacture: 11/22/2023. 3) any anomalies or deviations identified in DHR: one quality hold was found, however is not related with the reported condition. 4) expiry date: n/a. 5) IFU reference: 090200836, rev j. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces. Neither surgical delay nor adverse patient consequences reported." The product was not returned to depuy synthes; however, photos were provided for review. See attachment (B)(4) source doc - not to be translated). Photos were provided for review; however, the photo is only a reference of the mentioned product and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 75 pcs total manufactured 2) date of manufacture: 11/22/2023. 3) any anomalies or deviations identified in DHR: one quality hold was found, however is not related with the reported condition. 4) expiry date: n/a. 5) IFU reference: (B)(4), rev j. Device history review:1) quantity manufactured: 75 pcs total manufactured 2) date of manufacture: 11/22/2023. 3) any anomalies or deviations identified in DHR: one quality hold was found, however is not related with the reported condition. 4) expiry date: n/a. 5) IFU reference: (B)(4), rev j. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the tip was broken off the instrument. Instrument fractured into two pieces. Neither surgical delay nor adverse patient consequences reported.